Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported left side capsular contracture, baker grade unknown. The device remains implanted.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.4., b.5., d.1., d.2., d.4., d.6a., d.6b., h.4., h.6., h.10. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Capsular contracture, baker grade iii. The device has been explanted.